Event description:
While obtaining a viral flu swab specimen, the snap off portion of the swab was retained in the left nare (nostril) of the patient. The physician (md) was informed. Nasal and nasopharyngeal suctioning was performed without successful object removal. The md used a fiberoptic scope to examine inside the nares without result.